Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection revealed bunched polytetrafluoroethylene (ptfe) insulation and deformed conductor coils, findings consistent with the lead having been placed through a constricted area. A stylet insertion test was performed and, although the stylet passed through, resistance was noted due to the bunched ptfe pressing against the coils and causing misalignment. The helix mechanism test failed, likely due to the ptfe insulation exerting pressure on the ring sense - conductor coil in multiple locations. The helix was found retracted, and dried body fluid was observed within the helix housing. Testing was completed to assess lead electrical performance.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. This rv lead was returned.